Manufacturer narrative:
The lot number(s) used in the patient's bellafill procedure are unknown; however based on the date injected suneva conducted a lot review of all potential lots that may have been used. No issues were found with potential lots. The lots were manufactured in accordance with approved work instructions and met acceptance criteria at the time of product release. Retained lot samples were also reviewed and the potential lots continue to meet release criteria. The injection location (cheekbone) is off-label for bellafill and of which the patient and injecting physician are aware. Per the patient, on the bellafill injection date ((B)(6) 2016), the injecting doctor left the room mid-procedure to take a phone call and then returned to complete the bellafill injection.

Event description:
The patient developed a rash and then an abscess 9 days after bellafill injection. On (B)(6) 2016: the patient was injected with bellafill off-label in the cheekbone area. On (B)(6) 2016: the patient presented with rash and then an abscess. Patient's doctor (injector) drained the abscess and treated with antibiotics. Patient was referred to an infectious disease specialist who concluded that the abscess was caused by a biofilm infection due to a break in the sterile field. On (B)(6) 2016: the patient and injecting doctor reported the patient event to suneva medical. On (B)(6) 2016: the patient states that the infectious disease specialist had placed her on a PICC line with antibiotics. On (B)(6) 2016: the injecting doctor relays that the infectious disease specialist had a PICC line placed and the patient had 2 weeks of high dose IV antibiotics. On (B)(6) 2016: the injecting doctor states there is a permanent depression in the cheek due to atrophy where the forming and draining of the abscess occurred. At this time they are concerned about the potential for additional abscesses and will wait to address treatment for the depression in the cheek until the infection is fully resolved.